Event description:
An inpatient user facility has reported that there was a dialyzer leak during a pediatric hemodialysis treatment. The treatment was stopped, the patient's blood was not returned and a new system was strung. The treatment was completed and the patient suffered no known ill effects. More detail has been requested from the user facility but it has not been received to date. There is no sample available for evaluation.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, however, a paper investigation was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot number is unknown as of the date of this report. If the lot number becomes known or a sample is returned, further investigation will be warranted.